Manufacturer narrative:
The lot number provided was lot # 231c020908, expiration 2024-12-07. Since this product was provided by amazon and there are no reports of non-authentic occurrences of this lot number. The customer has not indicated that she had a pcr confirmation of her covid diagnosis. A false negative result may occur if the test result is read before 15 minutes or after 30 minutes. There was no indication to confirm or deny if the user/patient had utilized the test kit appropriately as per intended use or off use. Test to lot:231co20908 batch of product retention samples,the result is qualified.

Event description:
Event details:(zd313119) hello. I bought 2 of these tests, and they do not work. They are giving false negative results.